Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the hard disk full error was prompted. Analysis of the log file confirmed the image disk full error. During troubleshooting, the fse found that the image disk was faulty. The fse replaced the hard disk and reloaded the software of ippc (image processing pc). After replacement of the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that hard disk full error was prompted. No harm was reported to philips. As per the field service engineer, the image disk faulty. The field service engineer inspected the system onsite and replaced the hard disks and reloaded the imaging processing pc software. After that the device was returned to use in good working order.